Event description:
It was reported that during use of the pump it began making an unusual noise, stopped pumping, and the display went blank. The pt was transferred to another pump without complication.